Event description:
The customer reported to baxter (B)(4) of a transfupack y 2p set in which a leak was observed at the level of the filter during a transfusion of a 3rd graft bag. The process step is during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. One retention sample was dismantled and the filter was checked. No non-conformities were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.